Manufacturer narrative:
Concomitant medical products: product ID: ixw1824c80xh, stent graft, implanted: (B)(6) 2010. Ddmc3d4 ICD, 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead dislodged and exhibited two ventricular high rate episodes and several short v-v episodes that appeared to be t-wave oversensing (twos) and possible atrial oversensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.